Manufacturer narrative:
(B)(4). Batch # m9218c. The device was returned with the upper jaw detached not returned. In addition, the iblade upper tip was broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a sigma diverticulitis procedure, "tissue was scarred and "changed". After few preparation jaw broke (upper part fell out). Part fell into situs, could be removed. No part stay in situs. No further information is available." Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.